Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate remained static after basal and a bolus were delivered. Blood glucose was 175 mg/dl. A new cartridge was loaded to address the event.